Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that the system froze during surgery. No system message was displayed. The surgery had a significant delay in surgeon&#17632;opinion. No patient harm reported. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary. The system was examined and the reported event was replicated. Loose host printed circuit board (pcb) cables were reseated to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the locked system can be attributed to loose host pcb cables. However, how or when these cables became loose cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).